Manufacturer narrative:
Model #: 1dlmc03. (B)(4). Expiration date of the implicated device: 11/30/2018. The review of the manufacturing records verified that this lot met all pre-release specifications. It was stated that the physician do not want to share any images related to the case. Patient ID and patient weight were not disclosed from the complainant. In addition, it was reported to gore, that the patient is doing well and was discharged from the hospital.

Manufacturer narrative:
The physician stated that it is suspected, that the gore dualmesh biomaterial contracture led to the subsequent erosion 15 months after implantation. Normally, the gore dualmesh biomaterial is used by the physician for hiatal reinforcement for posterior cruropexy only. Hence encircling is not the physician¿s usual practice. However, this hiatal hernia defect required this technique due to the very challenging recurrence. The patient was symptomatic prior to surgery. The patient could have had an early post- operative recurrence with risk of gastric gangrene without mesh encirclement. The physician stated that large numbers of gore dualmesh biomaterial were used in giant hiatal hernia repairs with more than 10 year¿s experience without any complications. Further investigation is being conducted and the information will be included in the final report.

Event description:
It was reported to gore that on (B)(6) 2006, the patient underwent an operation to treat a recurrent giant paraoesophageal hernia where no mesh was implanted. Further it was reported that the patient presented with severe dysphagia reflux and bloating in (B)(6) 2014, where a recurrent giant paraoesophageal hernia was diagnosed. On (B)(6) 2014, the patient has been implanted with a gore dualmesh biomaterial to treat the large hiatal hernia. It was stated that the surgery was extremely challenging due to several prior operations. The hiatal hernia defect required an encircling of the gore dualmesh biomaterial around the esophagus. A sufficient gap between the esophagus and the gore dualmesh biomaterial was ensured. A crural repair followed the procedure. No abnormalities were observed during the operation and the recovery of the patient. On (B)(6), 2015, the patient presented with dysphagia where a mesh erosion and a stricture formation at the gastro esophageal junction were diagnosed. The patient was treated with endoscopic dilatation initially, but needed a reoperation on (B)(6) 2016, due to severe dysphagia consequently. The procedure went well and the physician is satisfied with the further progression.